Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.

Manufacturer narrative:
The explanted device was not returned for evaluation. However, medical records were reviewed by a clinical representative. Medical records show stent graft placement was a contributing factor. Due to the multiple stent grafts (4 in total, 3 covered and 1 bare metal) and various stent graft designs, it is possible that the delivery devices became caught on one of the various stent cages. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that after successful deployment of a bifurcated device and a suprarenal aortic extension it was noted under fluoroscopy that the device slipped distally, resulting in a proximal type I endoleak. The physician placed a second suprarenal aortic extension and noted a slight leakage from the proximal end of the stent graft. A palmaz stent was placed to treat the endoleak, which did not resolve. Therefore, the physician elected to implant a competitors cuff. However, the device got stuck at the proximal end of the aortic extension while retracting the device. After several unsuccessful attempts, the physician opted to convert to open repair. Reportedly, the physician cut the device in order to remove it during the open repair. The devices were explanted and treated with a surgical graft. It was reported the patient tolerated the procedure well.